Event description:
Issue while using a bellavista vent on a fresh open heart pt. Shortly after putting it on the pt, it started alarming o2 supply failed. No o2 dosing possible. Rt called to the room and watched the vent do this about every 30 seconds or so; it would be reading the correct delivered fio2 of 50%, then this alarm would sound and see the measured fio2 go to 53 or 54%, then drop to about 37%, then drop to about 24%, then back up to 42%. Then back to 50% and stayed there for a little while before the cycle started again. This happened every 30 sec to 1 min the entire 10 mins was in the room. We were told by the vyaire folks last week that this can happen when the amount of flow the pt is trying to pull exceeds the flow from the wall. I find it hard to believe this is the case here, because the pt's rr was 18/min and minute ventilation was between 12 and 14 l. The pt's oxygen saturation did not drop during these events. When it was determined that the pt would not be extubated at this time, the ventilator was switched for a servo-I ventilator.